Event description:
Suture breakage. Customer reports that suture broke during coronary artery bypass graft surgery. There was no adverese consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.